Manufacturer narrative:
Tiger aesthetics medical complaint #: (B)(4). Patient age defaulted to "99" as no date of birth was provided. At this time, the suspect device has not been returned for evaluation. Tiger aesthetics medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The healthcare provider was having an issue of losing fat through the front of the vitality device. Upon using the syringe, it was observed that the duck valve that prevents fat from leaking out of the canister was attached to the syringe. An alternate method of extracting the fat was used and maintained the extraction point being screwed shut.

Manufacturer narrative:
Tiger aesthetics medical complaint #: (B)(4). Device evaluation: g3, g6, h2, h3, h6, h10. Tiger aesthetics medical complaint performed an evaluation using a different lot/batch#. The likely root cause of the value stuck onto the syringe is due to the user forcing the syringe into the extraction port too far. Tiger aesthetics medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.